Event description:
Customer reported a malfunction alarm with their insulin pump. Due to the issue, the customer's blood glucose level was displayed as "high," indicating it exceeded 500 mg/dl (27.7 mmol/l). The customer administered a correction injection using manual injection and did not require third-party assistance. Technical support provided instructions for resetting the pump, which resolved the issue, and the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.